Event description:
It was reported the patient no longer used her spinal cord stimulator (scs) ¿because the leads had gone bad and it did not help with the pain.¿ it was stated that her scs ¿just irritated the stinging and burning sensation more.¿ it was noted that when the patient ¿moved a certain way the leads for the scs would catch¿ and that she ¿had to be in a perfect position for it to work.¿ no further information was available at the time of report. A supplemental report will be filed if additional information is received. Omitted information pertaining to the patient¿s gastric stimulator as found in pe (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pain stimulator was not working because it ¿got positional" after working for a while. The patient stated they had to move the leads at one point ¿a long time ago.¿ it was stated that pain stimulator ¿works but doesn¿t.¿ it had been a couple of years since it worked. It was also stated that a ¿few years ago¿, the patient had the stimulator tested. She flexed her back and stimulation was as high as it could go, and it shocked the patient. She stated she also didn¿t use it as she has rsd in the left leg and stimulation made the tingling worse. She planned to have it repaired at some point but for now wanted to leave it alone. Additional information was requested from the patients physician regarding this event, if received, a follow up report will be sent.

Event description:
Additional information received reported the component involved in the report was the lead. No troubleshooting was done to provide insight to the issue. No actions were taken to resolve the issue. The patients noted it was positional and did not want anything done. The cause of the event was determined. The patient never called back, so it was unknown what the patient outcome was.

Manufacturer narrative:
Product ID: 389133, lot# v002119, implanted: (B)(6) 2007, product type: lead. Product ID: 3550-09, lot# n0049949, implanted: (B)(6) 2007, product type: accessory. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).